Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
The lead was explanted

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in an inappropriate shock and pacing inhibition with asystole for 2 seconds. The patient is pacemaker dependent and became syncopal. The device system was deactivated pending intervention.